Manufacturer narrative:
A sample product was not returned for analysis. All product and batch history records are quality reviewed prior to product release. Root cause cannot be identified at this time. There are no other complaints in the lot. (B)(4).

Event description:
A surgery coordinator reported that after an intraocular lens (iol) was implanted, the patient had unacceptable distance vision. She was one diopter myopic. The lens was exchanged one month after initial implantation for the same model lens but one diopter less power. Additional information was requested.